Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: sample received: one hand piece gd450m was received with the assembled spray nozzle gd460r. Analysis and results: there are sixty-two similar complaints of this code batch. A visual inspection was performed on the received handpiece. The general visual condition of the handpiece is good. At the surface of the handpiece, at the area of the tool locking mechanism, there is slightly corrosion detected. A functional inspection test of the handpiece confirmed that during the test run, the handpiece got hot in a very short time (compared to a perfectly good handpiece). The customer reported warming could be confirmed by the test run. Further investigation and to determine the root cause of the warming, the handpiece had been disassembled. After, disassembling, abrasion signs could be noted in the tip of the handpiece and at area of the tool locking mechanism as well. Abrasion signs at the area of the ball bearing at the tip of the handpiece. The batch number of this product is unknown and the product has a serial number, the history of this serial number have been checked. Final conclusion: complaint is not justified. Due to the fact that there are no recordings of recommended maintenance and checks as stated in the IFU for the product to be maintained (at least) a year . The investigation results indicate that the abrasion is caused by wear and tear (first due to missing maintenance and secondly likely by an insufficient lubrication of the movable parts inside). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Intra-operative burn to upper lip and inside mouth. Patient received an abrasion/superficial wound on the left upper lip and left inside mouth from dental drill (probably from sharp edge on retaining clips) for irrigation cannula despite appropriate use of tissue retractor.